Manufacturer narrative:
The investigation has been completed; the device was returned for evaluation. Loss of optical data (placement, snr, contrast, lamp, gain) could not be reproduced and is unable to be determined. Controller error alarm, with yellow alarm grade, the cause is most likely software related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a controller failure yellow alarm that was resolved by switching to another console. There was no reported patient harm.